Manufacturer narrative:
Follow-up #1 date of submission 08/25/2016 device evaluation: the pump has been returned and evaluated by product analysis on 07/29/2016 with the following findings: a visual inspection of the pump showed that there was moisture in the battery compartment and through the display lens. During testing, all the buttons responded properly. The pump cover was opened and no damage was observed to the keypad. Moisture was observed on keypad flex connector. The pump failed a leak test due to a crack in the battery compartment. The vibratory alarm was inoperable due to moisture ingress. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, it was reported that all the keypad buttons were under responsive. There was reportedly moisture behind the display and in the battery compartment.there was no indication that the product caused or contributed to an adverse event. The complaint is being reported because the issue has the ability to result in inadvertent or incorrect boluses which may result in over or under delivery.